Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, supracervical hysterectomy, bilateral salpingo-oophorectomy, low anterior resection, ileostomy and colostomy creation, on anastomosis, the physician said that 3 staplers did not work properly and that the patient was still in the ICU (3 days later). The physician also said that the procedure was extended by one and a half hours due to difficulty with the staplers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.